Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that a variax wrist fusion plate has broken and will be removed on (B)(6).

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the failure mode. Based on the investigation, the root cause was attributed to be patient related. The failure was caused by overloading of the plate due to non-union of the bone. Device inspection revealed the following: the plate is broken in two pieces, both pieces have been received for evaluation. The surface of the plate is scratched with a few dents - most likely caused during contouring, implantation and/or extraction procedure, while the holes of the plate have deformed threads. All the broken surfaces present a polished area and indicates that the fracture started at the top edge and progressed across the shaft until the remaining material was no longer strong enough to support the load and it finally broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
Customer reported that a variax wrist fusion plate has broken and will be removed on (B)(6).